Manufacturer narrative:
(B)(4). Date sent: 2/16/2023 d4: batch # 108c80 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one plee60a device was returned with no apparent damage and with a tyvek along with the device. Upon visual inspection of the tyvek, the seal area was noted as completed, and some yellow spots were noted on the tyvek as if the packaging was wet. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the event reported. Is possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number x95z55, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure that delivery box and the product box had wet dry marks on it. The doctor felt the device was unsterile so he did not use the product. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.